Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp exhibited loss of capture post release. Fluoroscopy confirmed the lp dislodged and wedged under the valve. The lp was successfully removed and replaced. The patient was stable.